Event description:
It was reported the patient was complaining of fatigue. The device was interrogated and it was discovered the right ventricular lead had high threshold measurements and intermittent capture. The lead remains in use and a lead revision procedure will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).